Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 16-jan-2018 with the following findings: unable to duplicate no sounds complaint. During investigation, the pump powered on to a clear and audible alarm. The pump was opened to find no intermittent conditions on the piezo. The no sounds complaint was unable to be duplicated. Unrelated to the original complaint, the battery compartment was cracked below the grip pad to the case seal.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. It was alleged that the vibratory alarm was working. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.